Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Further, a review into the depuy mitek complaints system revealed no other complaints for this serial number in the past. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI - unknown. Product details have not been provided.

Event description:
Hard copy of medwatch was received by reg affairs on 7-14-17 stating the patient was undergoing a knee arthroscopic surgery. The irrigator pump continued to pump fluid constantly when it should have stopped. The error resulted in fluid overload and massive scrotal swelling in the patient. The patient will need additional treatment as a result. The patient was admitted overnight and discharged with decreased swelling of the scrotum and leg.